Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the pressure was too high. He also determined that the cards were being held crooked from the centrifuge. The fe adjusted the pressure and performed gripper centrifuge adjustments to return the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this analyzer since this incident. (B) (4).

Event description:
The customer reported that the ortho provue probe was leaking and the dilution cup was overflowing. No error messages were posted. The customer indicated that no erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.